Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The healthcare provider (hcp) stated that the patient wanted to have the device removed because the patient said the device was causing the utis. The patient also stated that the device was not functioning properly. No further complications were reported.

Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient reported that they had been experiencing pain all over their device. That same day, the patient called patient services and it is understood that patient services clarified this information. The patient reported that for the past year they have been having unexplained urinary tract infections (utis,) and a burning sensation all over.¿ the patient stated that these issues have gotten worse as of this past weekend and they even needed to go to the hospital for this ¿worst episode.¿ the patient stated that their device was currently off (it was turned off last night,) and they still felt the burning sensation in their vaginal region. The patient stated they didn¿t know if the burning in their vaginal region was from the device and/or their utis. The patient stated that this past weekend prior to the call, they had the burning sensation all over their body, and mentioned that their stomach and their entire body was in pain. The patient stated that they just wanted the device removed. Patient services reviewed the information with the patient and redirected them to their health care physician (hcp) to discuss their symptoms and removal. The patient also mentioned that they had no falls and/or trauma. There were no further complications reported.

Manufacturer narrative:
Explanted date update. If information is provided in the future, a supplemental report will be issued.